Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The device was returned with the needle not deployed and the linkage assembly in the not deployed state. The data showed that the device ran 31 pulses, 19 of which occurred during first prime. The data showed that a rotational sensor malfunction occurred, causing first rime to end earlier than expected. This prevented the needle mech from deploying as intended. The device was reset and paired to a master pdm and delivered a 5u bolus. The rotational sensor malfunction reoccurred in the re-run data. Contamination was found along the commutator cap, causing the rotation sensor malfunction that was being generated in the data, and resulting in the cannula not deploying properly. No other damages or deficiencies were found during the investigation.